Manufacturer narrative:
The display was blank due to a faulty capacitor on the mother board.

Event description:
It was reported that the insulin pump alarmed. The customer's mother declined to perform troubleshooting. Nothing further was reported.